Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. In addition, the following reportable malfunction was identified during the device evaluation: air water cylinder (tube) has foreign objects and air water tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of air water cylinder (tube) has foreign objects and air water tube has foreign objects due to cause could not be determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope picture disappeared and then reappeared on its own during setup. There were no reports of patient involvement.